Manufacturer narrative:
Approximate age of device - 2 years 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for a cerebral hemorrhage and received surgery the same day on (B)(6) 2018. Surgery was right occipital craniotomy and evacuation of hematoma.

Manufacturer narrative:
Date rec¿d by MFR and device manufacture date: expiration date and manufacturing date, respectively, have been entered, manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event. A correlation between the device and the reported cerebral hemorrhage cannot be conclusively determined. The patient was admitted to hospital for a headache and left sided weakness. They patient was somewhat somnolent but was following commands. Head CT scans were performed which revealed a cerebral hemorrhage. The patient¿s anticoagulation was reversed with kcentra and vitamin k, and then they were taken to surgery for a right occipital craniotomy and hematoma evacuation on (B)(6) 2018. They were also loaded with keppra for seizure prophylaxis. Following surgery, the patient was discharged to a rehabilitation hospital. They continue to have speech therapy, ot, and physical therapy. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii IFU lists bleeding and stroke as adverse events that may be associated with the use of heartmate ii left ventricular assist system and outlines the use of anticoagulation therapies and recommended inr levels.

Event description:
Additional information received stated that the patient was transferred from (B)(6) hospital with an inr of 2.5. There were no changes to the patient's anticoagulation status and inr goal remained 2-3. Inr was 2.0 when admitted to the emergency department at (B)(6) hospital. The patient had a CT scan of brain. Symptoms included a headache and left sided weakness. Somewhat somnolent but followed commands. Anticoagulation was reversed with kcentra and vitamin k then was taken to surgery for a craniotomy. The patient was also loaded with keppra for seizure prophylaxis. The patient was discharged from (B)(6) to (B)(6) hospital for speech therapy, ot, and physical therapy.